Event description:
It was reported that the patient was implanted with lcp plate and screw construct at right distal tibula approximately 7-8 months ago. The patient returned to o.r. On (B)(6) 2012 for removal of the hardware. The patient did not fuse. The surgeon removed all of the hardware, and cleaned the site with ria and bone graft from the patients femur was used. The surgeon revised the patient with a new plate and screw construct. The surgeon completed the procedure with no further problems. After the procedure was completed, during inventory check, consultant confirmed the tip of the drive shaft was broken. It was unknown when the tip of the drive shaft broke. Post-operative x-rays did not detect any broken metal pieces.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Review of device history records showed that there were no complaint related anomalies. The suppliers certification indicates the correct material was used and correct hardness values were obtained. The drive shaft was received in final assembly state. Tip of drive shaft is broken which is consistent with this compliant. Since no issues were found during dimensional analysis on features checked this complaint is indeterminate from a manufacturing standpoint. There does not appear to be any aspects of the design which have attributed to the complaint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information on the product development evaluation reported on the initial medwatch, showed due to a lack of information about whether or not the ria was broken during, before, or after the case, it cannot be conclusively determined what the cause of the failure was. Since the time at which the device was broken is not known there is the possibility that it was broken due to mishandling during sterilization and (B)(4)

Event description:
This is report 1 of 11 for complaint (B)(4).